Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. After receiving a cycler warning, when he opened the cassette door he found fluid leaking from the cassette. The set was made available for evaluation. During follow up the pt reported that he is fine. No adverse event to report at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Upon visual inspection a crack was found on the plastic dome of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.